Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a rfa (radiofrequency ablation) procedure on two tumors located at s5 and s8 in the liver. According to the complainant, after administering the first ablation treatment, the array was retracted, but when the electrode was being moved to the second tumor site, the physician noticed that the insulation had detached from the handle. Forceps were used to remove the coating from the patient, then the procedure was completed with another leveen needle electrode. Reportedly, a metal needle guide was not used in the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a rfa (radiofrequency ablation) procedure on two tumors located at s5 and s8 in the liver. According to the complainant, after administering the first ablation treatment, the array was retracted, but when the electrode was being moved to the second tumor site, the physician noticed that the insulation had detached from the handle. Forceps were used to remove the coating from the patient, then the procedure was completed with another leveen needle electrode. Reportedly, a metal needle guide was not used in the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the insulation (heat shrink) was detached from the cannula. An indentation was observed at the proximal end of the insulation and damage was noted approximately 3cm toward the distal end and at the distal tip. Additionally, the cannula was found to be slightly bent approximately 3cm from the distal end. Functionally, the array was able to be extended and retracted without issue. Measurements were taken of the insulation length and inner diameter; both measurements were within specification. Further analysis of the handle confirmed that the ultrasonic welding process had been performed at the time of manufacture which secured the insulation/cannula to the handle. The condition of the returned incident device was consistent with the complaint that the insulation detached from the electrode. During manufacturing, leveen electrode devices are 100% inspected for functionality and integrity. Since the specific cause of the failure is not known, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
(B)(4) - the reported event of insulation detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).